Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B) (4) - failure (ev ent) observed during analysis. The battery voltage was lower than expected. During analysis, no high current was detected, and the power consumption of the device was normal. The original battery was returned to the vendor for destructive analysis. No anomaly was found. The cause of the battery depletion was not determined.